Manufacturer narrative:
The field service engineer (fse) inspected the syringes and checked and cleaned the rotor. The fse ran precision and mechanical checks with acceptable results. No instrument issues were identified. Calibration was last performed on 15-feb-2024 with acceptable results. Incomplete qc data was provided. The customer used a centrifugation time of 5 minutes. This time may be too short based on the manufacturer's recommendations. "No fluid detected", "critical value" and "clot detected" alarms were observed during a review of the alarm trace data. These alarms are indicators of possible poor sample quality. Sample material from the patient is no longer available for investigation. The investigation determined the event was consistent with an issue with the patient sample. As sample material is no longer available, the cause of the event could not be determined.

Event description:
The initial reporter questioned low results not corresponding to the clinical picture for 1 patient tested for cobas c bilirubin total gen.3 (bilt3) on a cobas integra 400 plus analyzer and a c503 analyzer used at a different site. The patient is being tested at the customer site with normal bilt3 results. Different samples from this patient were tested at a different site using a competitor method and the total bilirubin results were high. On (B)(6) 2024 the result from the 400 plus analyzer was 0.8 mg/dl. On (B)(6)2024 the repeat result from a c503 analyzer at a different site was 0.7 mg/dl. On (B)(6) 2024 the results from the competitor method were 4.1 mg/dl and 4.1 mg/dl. On (B)(6) 2024 the result from the competitor method was 3.8 mg/dl. On (B)(6) 2024 the result from the competitor method was 3.3 mg/dl. On (B)(6) 2024 a new sample was obtained and the result from the 400 plus analyzer was 0.7 mg/dl. On (B)(6) 2024 this sample was repeated on a c503 analyzer with a result of 0.660 mg/dl.

Manufacturer narrative:
The integra 400 plus serial number is(B)(6) . The c503 analyzer serial number was not provided. The competitor method is beckman coulter. The patient sample was brown in appearance. Sample material was requested for investigation.